Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a global study ((B)(4)), patient (B)(6), grade 2 filter leg interaction with ivc wall was noted. The inferior vena cava (ivc) diameter at the intended filter location was 24.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a g&#1806;ther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Core lab analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 22.0 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 5.2 degrees. On (B)(6) 2016 (372 days post procedure), 12 month CT: site: grade 2 filter leg interaction with ivc wall. Core lab: not available. The ivc filter remains in place and the patient remains in the study.

Manufacturer narrative:
Investigation - evaluation: imaging of this case was reviewed by outside professional clinical review. The investigation is based on image review and event description: image review findings: CT scan of the abdomen and pelvis with IV contrast dated (B)(6) 2015 demonstrates normal ivc anatomy. The infrarenal ivc measures 20.7 x 26.9 mm there is no evidence of a duplicated ivc or circumaortic renal vein. There are no filling defects within the visualized portions of the pelvic veins or ivc to suggest thrombus. There is fairly advanced degenerative changes throughout the lumbar spine with multiple large anterior osteophytes resulting in minimal posterior mass effect on the ivc. Venogram and x-ray from (B)(6) 2015, at time of ivc filter placement, demonstrates a measuring pigtail catheter inserted via the right common femoral venous approach. Lnflow from both renal veins is identified. The infrarenal ivc measures 23.6 mm. A gunther tulip filter was deployed in an infrarenal location with 1° of leftward tilt. The hook of the ivc filter terminates approximately 16 mm caudal to the inflow of the left renal veins. None of the primary legs extend outside of the column of contrast. The maximum distance between the primary filter feet measures 23.6 mm. On the ap and lateral x-rays the filter hook terminates just cranial to the inferior endplate of the l1 vertebral body. There is 1° of rightward tilt in reference to the posterior spinous processes. On the lateral view there is 7° of anterior tilt in reference to the anterior margins of the vertebral bodies. This exact measurement is difficult to determine given the extensive osteophyte formation and distortion of the normal anterior margins of the vertebral bodies. Ultrasound of both lower extremities dated (B)(6) 2015 demonstrates no evidence of deep venous thrombosis. There is normal respiratory variability appreciated throughout the proximal deep venous and normal response augmentation. Ultrasound of the left lower extremity for leg pain and swelling dated (B)(6) 2015 demonstrates occlusive, acute appearing, thrombus involving the left common femoral vein, superficial femoral vein and popliteal vein. Ultrasound of the ivc, pelvic veins and both lower extremities dated (B)(6) 2016 demonstrates patency of the ivc and both iliac veins. The ivc filter is not well appreciated due to overlying bowel gas. There is normal respiratory variability seen throughout the ivc and pelvic veins. There has been interval resolution of much of the thrombus within the left common femoral vein with no significant flow-limiting thrombus remaining on the left. There has been interval development of chronic appearing, nonocclusive, thrombus within the right superficial femoral and popliteal veins. Ap and lateral x-ray of the abdomen demonstrates the gunther tulip filter in stable position compared with deployment venogram. Relative to the posterior spinous processes, there is 1° of leftward tilt present. There is no evidence of cranial/caudal migration. On the lateral x-ray, there is 1° of posterior tilt present. The maximal distance between the primary filter feet measures 24.8 mm. CT scan of the abdomen with contrast demonstrates the hook of the ivc filter abutting the 2:00 region of the ivc on the axial images. On the coronal reformats, there is 1° of leftward tilt present. On the sagittal reformats, there is 1° of anterior tilt present. The ivc appears fairly collapsed cranial to the level of the filter, which may be a product of dehydration, underperfusion and respiratory variability. The primary filter legs are located at the 11:00, 2:00, 5:00 and 8:00 regions. There is a grade 2 interaction between the primary filter leg located at the 8:00 region in the wall of the ivc. This leg extends approximately 4.6 mm outside of the ivc into the retroperitoneal fat. There is no evidence of stranding within the adjacent fat to suggest inflammation. The other 3 primary filter legs demonstrate grade 1 interaction with walls of the ivc indicating tenting. There is a 5 mm stone lodged in the proximal right ureter resulting in moderate right-sided hydronephrosis and hydroureter. There are persistent advanced degenerative changes involving the lumbar spine and relative atrophy of the psoas muscles that was not present on previous CT scan. Ap and lateral x-rays as well as venogram dated the (B)(6) 2016 demonstrates the gunther tulip filter in stable position. There is 0° of tilt relative to the posterior spinous processes on the ap projection and 2° of anterior tilt relative to the anterior margins of the vertebral bodies on the lateral projection. Maximal distance between the primary filter feet measures 24.5 mm. Venogram performed with a measuring pigtail catheter position in the right common iliac vein, via a jugular approach, demonstrates the ivc filter again with 0° tilt relative to the center line of the ivc. The right lateral most leg of the filter extends 6.9 mm outside of the column of contrast. The left lateral most leg runs parallel to the column of contrast for 14 mm, but is only lateral to the lateral most margin of contrast by 1.5 mm. Given its parallel orientation, this likely represents tenting rather than perforation. There is no significant thrombus within the ivc filter. There is narrowing at the ivc at the cone of the filter measuring 14.1 mm at this location, previously measuring 23.6mm. The proximal right common iliac vein measures 19.1 mm and previously measuring 15.5 mm. There were no images provided to suggest successful or attempted retrieval. Impression: per complaint report, the indication for gunther tulip filter placement is somewhat unclear. Patient did undergo recent trauma, but was taking anticoagulation at time of filter placement. The initial CT and venogram demonstrates normal ivc anatomy. The gunther tulip ivc filter was placed in an infrarenal location without significant tilt, in a suitable location to provide sufficient mechanical protection against pe. Initial lower extremity ultrasound demonstrated no evidence of dvt, however, follow-up ultrasound for symptomatic left lower extremity pain and edema dated (B)(6) 2015 demonstrated interval development of extensive thrombus throughout the left lower extremity. As shown in the literature, the presence of an ivc filter increases the risk of dvt/ivc thrombosis, even in the setting of anticoagulation. It is unclear from the complaint report whether or not patient continued anticoagulation throughout the duration at follow-up. The cranial extent of the thrombus was not evaluated, but given the extensive thrombus burden that was visualized, one would expect at least external iliac, if not common iliac veins, to also be involved. Patient did not complain of bilateral lower extremity swelling, so ivc thrombosis is felt to be less likely, therefore, the contribution to developing the left lower extremity dvt from the ivc filter is felt to be indeterminate. Follow-up ultrasound performed on (B)(6) 2016 demonstrates changes of chronic nonocclusive thrombus without evidence of acute appearing dvt. CT scan from same day demonstrates the ivc filter with an insignificant tilt with development of grade 2 interaction involving the primary filter leg at the 8:00 region on the axial images. This filter leg extends into the retroperitoneal fat without associated findings of inflammation. The complaint report does not describe any symptoms associated with this interaction. The remaining primary filter legs demonstrate grade 1 interaction with the wall of the ivc. Venogram dated (B)(6) 2016 demonstrates the filter in stable cranial/caudal position as well as insignificant tilt. Venogram confirms penetration of the right lateral most filter legs which extends greater than 3 mm outside of the column of contrast. The left lateral most primary filter legs runs somewhat parallel to the column of contrast just lateral to the lateral margin by approximately 1.5 mm. This overall appearance is more suggestive of tenting along the length of the primary filter legs rather than an additional penetration. There was no significant thrombus within the ivc filter: however, the ivc does appear stenotic in the region of the filter when compared to the prior venogram this area once measured 23.6 mm, but on this exam measured 14.1 mm. Overall, the veins appeared significantly decreased in size when compared to the prior examination. The complaint report does note patient underwent previous spinal trauma with permanent immobilization suggesting possible paraplegia. The CT scan does demonstrate minimal atrophy of the psoas muscles when compared to prior CT scan supporting this presumption. Given the decreased use of the lower extremities, the blood return through the iliac veins and ivc will be significantly less, and result in the changing caliber of the ivc is likely more related to underdistention from decreased perfusion rather than a stenosis caused by the ivc filter. This underdistention may have also contributed to the penetration observed, as well as contributed to the development of extensive left lower extremity dvt seen on prior ultrasound. Given the provided images, it does not appear that the ivc filter was retrieved, and there is no discussion in the complaint report of why the retrieval was not performed or if it was unsuccessful. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. A review of the complaint history, device history record, manufacturing instructions and quality control was also conducted as part of the investigation. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.